Manufacturer narrative:
Unit received with critical pump error (open book) due to moisture damage electronics. Unable to performed download due to moisture damage. Unable to performed displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had experienced high blood glucose level. The customer¿s blood glucose level was 312 mg/dl at the time of the incident. Customer was treated with insulin pump. Customer had not alleged that the insulin pump was under delivering. Customer was using auto mode feature. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.